Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿broken flask. To procedure completed physician used another one set the same type. No consequences for the patient reported.¿ the complaint description cannot be confirmed as the broken device was not returned for investigation, and no further evidence was supplied. During production, the tip of the ampoule is removed using a flame, filled with monomer, and then resealed with another flame. This can result in a weaker tip. The ampoule condition is checked at several points throughout the manufacturing process and if the break had been apparent at any point, the ampoule would be rejected and disposed of as per procedure. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Dva-107020-fde rev 8 lines 115, 116, and 144 refer to this failure mode (see attachment ¿(B)(4) extract from (B)(4).pdf¿. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The most likely root cause for confirmed ampoule breakages relates to transit damage. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken flask. No consequences for the patient reported.